Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing approximately 53.8cm from the iab tip. A second kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Additionally, the optical fiber was found to be broken 76.2cm from the iab tip within the kink. The extender tubing was also returned. The inner lumen was found to be occluded. The occlusion was able to be cleared. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), a fiber optic the sensor pressure could not be obtained. It was stated that the patient possibly moved during the procedure and could have contributed to the issue. The customer changed the console, but the same issue occurred. They continued to use the product with a pressure line. There was no patient harm or adverse event reported.